Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 38 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting and the insulin pump passed all test functions.